Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low power alert occurred and pump shutdown. Upon turning pump on and reloading the cartridge. A minimum fill notification was received. Customer successfully loaded a new cartridge and insulin delivery was resumed. Customer's blood glucose was 300 mg/dl and a correction bolus was delivered to address bg. Tandem technical support reviewed pump data and found that the pump shutdown was actually an unexpected pump reset.